Event description:
The facility representative contacted baxter to report an intermate that had a leak and there was a breach in the sterile fluid path. The leak occurred through the distal end luer cap. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information is available. A batch review was performed. All release criteria were met for the production of this batch.